Event description:
Patient was scheduled for robotic assisted splenectomy, with mobilization of splenic flexures. Unable to switch out robot arms/instruments. Realized the top ring from one of the universal seals #(B)(6) came off which prevented the ability to switch out the robot arms/instruments. Staff reported that the malfunctioned universal seal and the broken piece were removed. New universal seal was opened to the field. No delay in care.